Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event occurred on an unspecified date involving a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch, and it was reported that there were black specks in drip chamber. There was no reported patient involvement, and no reported patient harm.